Manufacturer narrative:
G4: 27feb2020. B4: 02mar2020. Information was received that the service engineer (se) inspected the device. Power on unit, performed controls test, found navigation ring not working and replaced the navigation ring to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jan2020.

Event description:
It was reported that the ventilators navigation ring was not moving. There was no patient involvement.